Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, when surgeon moved the universal surgical manipulator (usm) the endoscope moved with usm. The technical support engineer (tse) recommended site check and reposition the arm to avoid arm collisions. Site stated no collisions occurred. The tse confirmed with the site that there were no system errors/messages at the time of the event. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported problem was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion searchlight was inspected, and no faults could be identified. The event was confirmed but the issue was not able to be replicated during failure analysis.

Event description:
Refer to h11 for follow-up information.